Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported three cracked cartridges. Two cartridges of the same lot number and one unknown lot number cracked during cataract extraction with intraocular lens (iol) implantation of less than 27.0 diopter. Additional information was requested. There are two medical device reports associated with this event. This report is associated with the cartridge with an unknown lot number.

Event description:
Additional information provided that it is unknown which lot number had two incidents. Lot number also provided.

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint in this lot number. The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).